Event description:
It was reported that this pacemaker exhibited undersensing of the patient's atrial arrhythmia during an atrial tachy response (atr) episode and right ventricular autocapture (rvac) test. Technical services (ts) recommended adjusting atrial sensitivity and reviewed rvac test functionality. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.